Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .086 offset at the tips, indicating overloading at the tip. The bent damage may have been likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The deep scratch and gouge damage may have been likely due to mishandling/misuse. There were scratches on the surface of the distal pulley. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci benign hysterectomy surgical procedure, it was noted that the tips of the fenestrated bipolar forceps instrument would not line up properly. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.